Event description:
Customer's daughter reported the advantage system gave a result of 173 mg/dl at a time when the customer was symptomatic of hypoglycemia. Customer did not treat based on the advantage result; daughter called emts. Emt meter result less than 10 minutes later was 43 mg/dl. Customer treated with glucose injection, transported to hospital for further treatment. Test strips in use expired 7/2006. A request was made for the return of the system and a replacement was sent.